Event description:
It was reported that when beginning a prostate procedure, the laser system display shut down and the case could not proceed as planned. The case was completed using an alternate procedure rtu (turp). Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
(B)(4). Service in the field was performed on (B)(6) 2015. The replaced top cover was not returned to the manufacturer.

Manufacturer narrative:
Service in the field was performed on april 20, 2015. The replaced top cover s/n (B)(4) was returned to the manufacturer on november 20, 2015 and was sent to the supplier.

Manufacturer narrative:
Field evaluation and repair: the reported loss of display / display signal was confirmed and found to be the result of a faulty top cover (display assembly). Additionally, a secondary chiller flow sensor leak issue was observed. The top cover was replaced, the flow sensor leak repaired and a routine preventive maintenance (pm) performed. The system was tested and verified to specification.

Manufacturer narrative:
Service in the field was performed on april 20, 2015. The replaced top cover s/n (B)(4) was returned to the manufacturer on november 20, 2015 and was sent to the supplier. Product evaluation: the top cover was evaluated by the supplier on february 03, 2016. The evaluation noted 24v line shorted and tantalum capacitors were shorted. C1200, c1201, c1301 and c1300 were replaced. The top cover was reprogrammed and passed the standard production test. Probable root cause: based on the supplier analysis report, the root cause was determined to be tantalum capacitors.